Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer arranged to use a backup insulin pump and was sent a replacement pump by technical support.